Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak.

Event description:
It was reported that before use on patient cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, d10, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions health effect ¿ impact codes), h11. It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the helium leak. To remediate the leak, the fse replaced the tubing assy, helium, multiple, regulator, high pressure helium, and press xdcr hi press 3500 psig. The unit passed all checklist requirements and functional tests.